Event description:
It was reported that this device was being explanted for normal battery depletion. During the procedure, the setscrew broke the torque wrench in both directions. Technical services advised pulling hard on the electrode. The electrode was then successfully removed. A new device was implanted onto the chronic electrode. There were no adverse patient effects.

Manufacturer narrative:
Representatives from our quality assurance, manufacturing, and design engineering groups are actively investigating this behavior. Our ongoing investigation efforts are currently focused on understanding the root cause to mitigate the potential for setscrew issues when disconnecting the electrode from these s-icds. Information gained through these efforts will be utilized to implement appropriate preventive action(s), as necessary.